Event description:
Bilateral breast augmentation with mentor siltex saline mammary implants. Deflation noticed 10 yrs later. Pt underwent bilateral implant removal - implants removed intact - left implant deflated - right implant ok.